Event description:
At bench repair it was found there was no audio from the mx40. There was no report of a patient injury or harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported there was no sound on the device. There was no patient involvement.